Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient inquired of the recharging process for the newer implantable neurostimulator and that if it was the same as her prior implantable neurostimulator, that she would not be interested in the implant if she had to sit for four hours to charge. The patient found a health care professional who can replace the implant. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported they had their ins implanted (B)(6) 2009. The patient reported that since implant, she had a difficult time charging the ins because it takes a long time to charge. The patient reported she uses the belt to charge and then belt broke and she never really charged her device after belt broke because patient states it takes a long time to charge ins. The patient reported she broke her back in 2005 and that was why she got the stimulator, to help with her sciatica problem. Patient states device stopped working and she stopped using it because charging ins was too difficult for her to maintain. The patient reported she never got it to charge all the way because it takes so long, and she would have to get up and do other things or go to work. The patient also states she must stay completely still for ins to charge and that makes it hard. The patient saw a manufacturer representative (rep) 6 months ago at a hospital and started talking with the rep about her charging issue and how her ins does not work anymore. The patient inquired about the latest ins and recharging system. The patient did not seem happy. The patient was redirected to their healthcare provider (hcp) to check on device and discuss her options and next step. Subsequently the patient states that she has an appointment in june with healthcare provider (hcp), but before she meets with the hcp, she was instructed to have the rep do an impedance check on the ins, to confirm the ins is still working. The patient added that since implant of her ins, she must sit completely still for 4 hours to get the ins to charge. The patient noted if she moved at all, the ins would stop charging. The patient also reported that when she was implanted with the ins, she experienced numbness in her leg. The patient reports that the numbness is not an issue anymore. The patient mentioned that these issues make her "stumbly." The patient reports since implant, she noticed stimulation going into her leg, and sometimes she felt like it was too strong. She also noticed it made it hard for her to walk with the stimulation vibrating and would make her trip. Pt states it also affected her bladder and she would not know when to go to the bathroom because "everything is buzzing". The patient got the stimulator to help with her sciatica problem, but states later when she started taking muscle relaxer and other meds she noticed her sciatica problem got better and the pain shifted to her lower back. The patient decided to not use the stimulator after that because it was giving her problem as stated above, and it was hard for her to charge ins and that was why she stopped using ins. It was recommended the patient continue with work with the hcp and rep regarding her therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there were no circumstances that led to the issue and no diagnostics as there was no problem.